Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the top screen of the external pulse generator was not displaying any data. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of "the top screen is not displaying any data" and the liquid crystal display module was therefore replaced. The device passed all tests with no visual or electrical anomalies. If information is provided in the future, a supplemental report will be issued.